Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer printing nonsense. A technical support specialist (tss) dialed into the station using remote support service (rss) and checked the printer and print job. The print queue contained 745 active jobs. The print spooler was cleared, and the printer driver was reinstalled with settings adjusted. A test print was performed successfully, confirming proper operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was not printing properly. There were no adverse events or injuries reported based on this event.